Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses. There was no impact to the customer's blood glucose level as customer had not begun use on the pump. The customer applied more force to the wake button to resolve the issue. Reportedly, customer reverted to manual injections for insulin therapy.